Manufacturer narrative:
Follow up 01: additional narrative - additional information was provided regarding this event on (B)(6) 2020. The field service engineer (fse) clarified that he initially had aligned /calibrated the tarpon amp board but it did not resolve the issue. The fse also observed signal issues at location fl2. To resolve the issue with the instrument the fse replaced the tarpon amp boards at both locations (fl1 and fl2). Bec internal identifier: (B)(4).

Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse aligned the tarpon amp board. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier (B)(4).

Event description:
The customer reported that the fl1 log signal was thin on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.